Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the device failed the pressure transducer test during pre-use check. The device was investigated at the hospital by our field service engineer (fse). The expiratory coil was replaced. The ventilator passed several pre-use checks without presenting any more faults. The replaced expiratory valve coli and the device logs were returned for technical investigation. The review of the received ventilator logs could confirm the reported fault. The returned expiratory valve coil was installed into a test ventilator device. The reported issue could be reproduced during testing. Electrical measurement did not show any errors. The issue is therefore most likely a hardware error. The true cause has not been determined. The reported device was manufactured 17 years ago.